Event description:
During an atrial fibrillation procedure, it was reported that the ep-4 could not stop pacing and the error message "hardware on responding" would display resulting in cancellation of the procedure. When the connection error appeared, the pacing sound made a buzzing sound, the stimulation spike could be seen in the signal line, and the light in the pacing channel was blinking. Troubleshooting included connecting the ep-4 straight to the workmate claris dws, swapping the media converter and analog cable, and exchanging the e-4 stimulator to a new unit but issue persisted. The procedure was not completed.

Event description:
During an atrial fibrillation procedure, it was reported that the workmate claris media convertors were not communicating with the ep-4 stimulator, resulting in pacing not stopping and the error message "hardware on responding" would display resulting in cancellation of the procedure. When the connection error appeared, the pacing sound made a buzzing sound, the stimulation spike could be seen in the signal line, and the light in the pacing channel was blinking. Troubleshooting included connecting the ep-4 straight to the workmate claris dws, swapping the media converter and analog cable, and exchanging the e-4 stimulator to a new unit but issue persisted. The procedure was not completed.

Manufacturer narrative:
Additional information: b5, d1, d3, d4, g3, h2, h3, h5, h6, h8, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported communication issue and subsequent cancellation could not be determined. UDI information (d4) and 510k (g3) are not provided within this report as this product (model h700165) is an ous configuration not available in the us and is therefore not referenced in the gudid database.